Event description:
The provider alleged that the casters on this rollator are worn out therefore the brakes do not engage when pressed. Provider states that the user was going down some stairs and the brakes did not catch causing the user to fall on the frame of the rollator and bend the frame. Provider states that the user was not injured. No additional information provided.